Event description:
I recently purchased an f20 foam replacement on amazon that is claimed to be fully compatible with the resmed airfit f20 and airtouch f20 frame series I only used it for a few days and the foam leaked. This kept me awake all night. I did not find any information about this brand in the 510(k) database. Brand:hilldi. Link:https://www.amazon.com/airtouch-cushion-memory-compatible- excellent/dp/b0cm9n7qsw order# (B)(4). I think there are a lot of CPAP accessories that are not 510k certified being sold on amazon. This has caused many uninformed consumers like me to buy replacement products that do not work properly. I hope you can take this issue seriously and protect the legitimate rights and interests of consumers.